Event description:
It was reported that while the surgeon tried to bag the specimen, the pro46 "gave way" and no longer was supported. A second pro46 was used. The laparoscopic procedure was changed to an open total abdominal hysterectomy, due to the pt's diagnosis of cancer. Once the hysterectomy was completed, the surgeon palpated the abdomen and found the support place from the first pro46 under the left kidney and it was removed. No pt consequences were reported by the hospital.